Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient infusion set tape did not stick on (B)(6) 2025 which led to high blood glucose with ketones. They tried to treat it with shots. On (B)(6) 2025, patient was hospitalized due to high blood glucose with ketones. The patient's highest blood glucose level when admitted to hospital was 395 mg/dl. Patient felt sick, unwell, flu, weak and increased thirst at the time of hospitalization. During hospitalisation, patient was treated with intravenous drip and put on pump on (B)(6) 2025. The patient was in the hospital for greater than 24 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.